Event description:
It was reported that "the patient was submitted to radical prostatectomy in 2008, developed urinary incontinence and on (B)(6) 2018. Was submitted to ams 800 artificial sphincter implantation to correct incontinence. Form that date, the patient is well clinically, but still with small losses that require adjustment of the sphincter pressure. Otherwise, the patient will undergo the procedure on (B)(6) 2019."